Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5092824.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Date of issue is an approximation. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The patient¿s wife stated the patient was replacing his sensor on (B)(6) 2020, when the applicator device became stuck and would not release the sensor. He ended up having to pull sensor off his abdomen. He felt a piece of the sensor wire break off in his abdominal wall and felt there was a foreign body left. He called the dexcom hotline to report this and his diabetic nurse recommended he see a doctor. On (B)(6) 2020, he went to the hospital and spent an hour in general surgery and stated they could not find anything and was left with an abdominal wound. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.